Event description:
The recipient reportedly experienced a fissure at the implant site. On (B)(6) 2017, the recipient was hospitalized and treated with augmentin to protect against infection. On (B)(6) 2017, the recipient underwent skin flap revision surgery to close the fissure. The recipient remains hospitalized receiving antibiotic treatment. The recipient is healing.

Manufacturer narrative:
(B)(4). The recipient's implant site is reportedly healed. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. The recipient remains implanted. This is the final report.